Manufacturer narrative:
The advanced breathing system (abs), filter board, and o2 selector valve were replaced to resolved the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a >20% over delivery of tidal volume. There was no report of patient injury.